Manufacturer narrative:
From the DHR review for lot number 552016, no non-conformities were found related to the complaint.

Event description:
The physician performed an perforator ablation using the rfs stylet catheter. The rfg generator kept alarming that it could not maintain temperature. The physician removed the stylet to examine it and noticed a plastic tip was on the end of the catheter. The physician removed the stylet and resumed the procedure without problems.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.